Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER after receiving inappropriate antitachycardia pacing (atp) and high voltage therapies. Review of device records showed multiple episodes of supraventricular tachycardia (svt) that resulted in inappropriate therapies. Programming changes were made. Patient will continue to be monitored and make further programming changes if needed.